Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The device was programmed right ventricular pacing only. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.